Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. The patient underwent anterior and posterior vaginal colporrhaphy with placement of pelvic silk graft in the anter and posterior perineorrhaphy on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of implantation of novasilk mesh performed during mesh implantation. It was reported that patient underwent an anterior colporrhaphy on (B)(6) 2008. On (B)(6) 2011 patient underwent a 4th surgery to rebuild rectum walls. On (B)(6) 2012 patient underwent mesh removal.

Manufacturer narrative:
Date sent to FDA: 11/17/2016.

Manufacturer narrative:
Additional narrative: it was reported that the patient died on (B)(6) 2014.